Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-05-07, information was received from a patient representative receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient stated they were getting a dual tone alarm every 10 minutes. The patient stated this started 3-4 days ago. The patient denied any falls/trauma and stated his last magnetic resonance imaging (MRI) was about 1-1.5 months ago not related to the mdt device/therapy. The patient stated he did have several computerized tomography (CT) scans (around april 30th) but not MRI's. The patient stated he was calling to see if mdt could tell him why the pump was alarming. The agent reviewed mdt did not have access to the pump records and redirected to their doctor. The agent also reviewed pump alarms. The agent updated the patient's new managing doctor and phone number. Additional information was received on 2024-05-10 from a company representative via a healthcare provider (hcp). The company repres entative (rep) stated that a hcp stated that they had updated the tablet with the new software. The hcp said the patient came in with the low reservoir alarm activated earlier this week. The patient went home, and her understanding was the pump started to alarm again a couple days later. The hcp did not mention that there were any other alerts. Additional information was received on 2024-05-17 from a company representative (rep) reporting that the healthcare provider (hcp) stated that they would call if there were any further issues so they were assuming that the issue was resolved. Additional information received on 2024-06-03 from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, per pump logs from 2024-05-10, a low reservoir alarm occurred on 2024-04-25 at 6:52am and an empty pump reservoir alarm occurred on 2024-04-27 at 6:12am. At 4:03pm on 2024-04-27, programming occurred and an "event status cleared" message was logged. Low reservoir and empty reservoir alarms were then logged, followed by additional programming logs. Additional programming occurred on 2024-05-10. The pump was used to deliver unknown baclofen 500mcg/ml at 244.62mcg/day.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, in regards to the cause of the empty pump on (B)(6) 2024, after changing the low reservoir volume, the pump did not alarm anymore. The doctor said that the pump was full so it should not have been alarming. The cause of the initial empty reservoir alarm on (B)(6) 2024 was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.